Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segments of lead were thoroughly inspected and analyzed. The returned segments passed electrical testing. Visual inspection of the returned segments of lead showed calcium noted on distal and proximal shocking coils. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Event description:
Subsequent information indicates that the patient was seen for a procedure where the device and lead were explanted and replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed high, out of range shock impedance measurements. The shock impedance measurements had been gradually increasing over the last year. The patient was seen for defibrillation threshold (dft) test testing where a successful 11 joule shock was delivered in a configuration of distal coil to can. The resulting shock impedance measurement was 53 ohms. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.